Manufacturer narrative:
Results: investigation identified new safety guarding installed on the additive fill machine. Of a potential 1200 empty tubes, only 4 were reported for the lot in total. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client and puts that efforts are directed to maintain product quality. Based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that 13x75 mm 4.5 ml bd vacutainer® glass citrate tube. Was sent to the customer without the required amount of anticoagulant inside. There were two tubes involved in the complaints for this lot from this customer. Patients were called back to the lab for redraw of blood samples. No serious injury, no medical interventions.